Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 396 mg/dl. The mother stated that the customer had changed the infusion set three days prior to the hospitalization. The mother did not have the insulin pump with her at the time of the call. No troubleshooting was done.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.